Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 years and 8 months. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported on (B)(4) 2017, that while exit site care was being performed, the patient cut through the outer shield, inner shield, and a wire of the driveline. The patient was transported to the emergency department (ed) on battery power. After arrival to the ed, the patient's white power cable was disconnected from battery and reconnected to the power module in an attempt to capture a log file. The patient was clinically stable during the events. No other pump parameter changes were reported. It was reported that the patient has had two percutaneous lead (driveline) replacements in the past, and the current area of damage was a few inches distal to the prior driveline replacement. The submitted log file was reviewed by the manufacturer¿s technical services representative and it contained corrupted data which may have been due to the damage caused by the cut in the driveline. There did appear to be pump stoppages in the log fie but with the corrupted data, it could not be confirmed if the log file data was valid. Due to the corrupt log file the duration of the log file could not be determined. X-rays were taken; however, results were not provided. There were no issues for several hours. The vad coordinator went to check on the patient and heard the system controller alarming. The patient was found unresponsive. CPR was administered for approximately 5 to 10 minutes, and the patient became responsive, but extremely agitated. The patient was transferred to critical care, intubated, and placed on inotropic support due to pulmonary issues. The system controller was also exchanged prophylactically. On (B)(6) 2017, a portion of the percutaneous lead (driveline) was replaced. There were no issues during the replacement. On (B)(6) 2017, it was reported that the patient was still intubated, was following commands, and making urine. Creatinine increased to over 3 mg/dl, and was being monitored. The patient's family had decided to withdraw care and the patient expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Corrected data. The replaced portion of the percutaneous lead (driveline) was received for investigation on 06sep2017. Device evaluation: the pump was not returned for evaluation as it was not explanted; however, the replaced portion of the percutaneous lead (driveline) was received for investigation. Approximately 29 inches of the external portion of the driveline was returned for evaluation. Although the returned portion of the driveline was severed at the previous repair site, the report of the patient cutting through their driveline was confirmed via submitted photos. The returned section of the driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any evidence of mechanical damage or breakdown of the wire insulation. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation and did not reveal any insulation breaches. According to the account, the family had decided to withdraw care, and the patient expired on (B)(6) 2017. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction to device evaluation. Updated to include investigation findings of returned system controller. The pump was not returned for evaluation as it was not explanted; however, the replaced portion of the percutaneous lead (driveline) and the replaced system controller were received for investigation. Approximately 29 inches of the external portion of the driveline was returned for evaluation. Although the returned portion of the driveline was severed at the previous repair site, the report of the patient cutting through their driveline was confirmed via submitted photos. The returned section of the driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any evidence of mechanical damage or breakdown of the wire insulation. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation and did not reveal any insulation breaches. The evaluation of the returned system controller found it to be non-functional when it was connected to a test system in our lab. The system controller did not operate a hmii test pump in its received condition. The examination of the returned system controller revealed opened fuses on the system controller¿s main pcb. The damaged fuses prevented the system controller to operate the pump and the ability to collect properly the event data. The defective components were replaced and the system controller function was restored. After the repair, the log file was able to be collected; however, the recorded data was corrupt as a result of the voltage failure due to the damaged components. The root cause of the damaged components indicate an overcurrent condition that occurred when a compromised percutaneous lead was connected to the returned system controller. According to the account, the family had decided to withdraw care, and the patient expired on (B)(6) 2017. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.